Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. Visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence, establishing a relationship with the reported event. The root cause has been identified as a raw material issue. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years, currently being monitored, with actions being taken to reduce further instances. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the known issue with silicone occurred. Old production was delivered to customer against earlier agreed intervention. No patient was involved.